Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the complaint states: ¿this is to kindly report a discrepancy in barcode and lot numbers detected at the level of gentamicin bone cement 3095040 - box of 10 units: item reference: 3095040 lot number on box of(B)(4)units 9552295 lot number on box of (B)(4) units : 9577993 expiry date on box of(B)(4) units : 2020-07-23 expiry date on box of (B)(4) units: 2020-09-02¿ the complaint description indicates smartset ghv 40g, product code 3095040, lot no. 9552295 had an incorrect label applied to a 10 unit carton. The label applied refers to a smartset ghv 20g, product code 3095020, lot no. 9577993. The customer photographs supplied were reviewed and confirm the complaint description (see attachment "(B)(4) customer photos.pdf"). The application of the label to the 10 unit carton is conducted manually and a review is completed at the time of manufacture for any label discrepancy; both labels and cartons are counted. There has been no direct impact to product, as each individual unit has the correct information attached. Application of the unit carton label is an automated process. Ineffective line clearance of a previous batch during manufacture has been highlighted as the root cause for this complaint. A training brief was conducted with final pack operators (see attachment ¿(B)(4) nr-0158709 briefing.pdf¿). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: 9577993 3 unrelated non-conformances on this lot number final micro and sterility tests passed all qc release specifications met (B)(4) units released.

Manufacturer narrative:
(B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is to kindly report a discrepancy in barcode and lot numbers detected at the level of gentamicin bone cement.